Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was surgically abandoned. Another device was successfully implanted. No additional adverse patient effects were reported. This ICD is no longer in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was surgically abandoned. Another device was successfully implanted. No additional adverse patient effects were reported. This ICD is no longer in service.additional information was received from the field that the ICD was abandoned due to loss of capture. The implanting physician was unable to access the left side and abandoned the system. The patients new system was implanted on their right side and no adverse patient effects were reported. This ICD is no longer in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.